Manufacturer narrative:
Evaluation: method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's nurse reported that the patient had a skin tear and that it appeared that one of the electrodes had "ripped off" the patient's skin. She reported that the patient had a consult with wound care scheduled regarding the affected area. The final medical outcome of the wound is unknown. No alleged device deficiency.